Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
A medtronic representative reported that the instrument was causing inaccuracies during navigation. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
The hardware investigation of the returned probe found that the reported event was related to a physical damage issue. The returned probe was visibly bent at the tip. With a known good tracker attached, the probe returned a high divot error above 3.0 mm that would not allow verification. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.